Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the rotation of the blade stopped on the way of removing the myoma. The procedure was completed by cutting the myoma into the small pieces and removing them with a specimen retrieval pouch. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the same incision site and device port were used with the laparoscopic scissor and pouch to cut and remove the myoma. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.